Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, sion blue, guide cath: goodman 6fr ss3.5. The device was not returned for evaluation. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to threat a concentric lesion located in the mid left anterior descending (lad) artery with mild tortuosity and mild calcification that was 90% stenosed. Resistance was not felt during the advancement of the 2.5mm x 12 mm traveler rx balloon dilatation catheter (bdc) for pre-dilatation and it crossed the lesion successfully; however, during the first inflation, the balloon ruptured between 9 and 10 atmospheres. A new non-abbott bdc was used for pre-dilatation. The procedure was completed after a non-abbott sent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.